Manufacturer narrative:
No device returned as the physician indicated the device would not be removed from the patient at this time.

Event description:
A distributor identified to the company that an alleged broken anodyne screw was identified in a patient follow-up visit. This possible bone plate screw break was identified during a patient follow-up visit. At this time, the company has been made aware that their is no revision surgery planned to remove the possible broken screw. No adverse event was identified to the company at this time. No implant date was given by the user so no determination of part number or lot number could be made.